Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope instrument associated with this complaint and completed investigations. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from endoscope housing and evaluated and found with attached endoscope adapter (aea) shaft bearing contributing to friction.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the endoscope for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30 degree endoscope turned over automatically resulting in the sudden loss of the field of view. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer stopped using the endoscope when the error occurred.